Event description:
Table dropped suddenly while the svc engineer had the table driving motor chain disconnected for repair. No injury was reported. The concern is for potential injury to svc technicians during routine maintenance or repair. Pt safety is not affected under these conditions.